Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that sv02 does not read. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As confirmed on 2024-03-15 by getinge service and sales unit a getinge technician (fst) was on site. The failure could not be replicated. No parts were replaced. The log files could not be provided by fst. As the failure could not be replicated, an exact root cause could not be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: (partly) sensor failure. Wrong measurement values caused by sediments in the disposable. Light influences. Blood light spectrum differences. Response time is too long. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter 5.3 "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. According to the IFU of the cardiohelp, chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2021-11-11. The review of the non-conformities has been performed on 2024-02-12 for the period of 2021-11-11 to 2024-02-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "sv02 does not read" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that sv02 does not read. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).